Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. Patient demographics are not available as case specifics could not be verified per the doctor.

Event description:
During a conversation with an external clinician doctor for a solopath performance feedback, it was reported that valve leakage is experienced with the sr-19xx device. She expects/experiences valve leakage almost every procedure on the sr product. Unacceptable level of leakage, >100cc of blood loss with 0.035" guidewire installed during an average procedure. Patient condition is unknown. No intervention such as blood transfusion was required as a result of the experienced valve leakage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.